Event description:
It was reported that the ipg became unable to communicate with external devices following an unrelated medical procedure. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.